Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead cut approximately 1" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned attached to their respective pump ports. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. Evaluation of the disassembled pump did not reveal any evidence of depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the percutaneous lead extending from the pump housing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under various loaded conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. Based on our evaluation of the returned pump, no device related issues were found and no conclusion can be made as to the root cause of the reported event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 5 months of support, the patient was transplanted due to a suspected thrombolic event. Prior to transplant, the patient had power spikes and nose bleeds while on the lvad. The patient had a renal biopsy which showed renal thrombosis. The renal consult team felt that thromboembolism was contributing to renal failure, and the most likely source of embolus was the lvad. The patient's status for transplant was raised due to the event and the patient was subsequently transplanted.